Event description:
It was reported that the patient had a generator and lead replacement due to a lead fracture. The implant card indicated the reason for generator replacement as battery depletion and the reason for lead replacement as high impedance. The facility historically does not return explanted products and therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.